Event description:
On (B)(6) 2011, patient reported occasionally the up or down arrow button on the infusion device won't respond. Patient stated it's not an issue all of the time. Patient reported she doesn't know if it's the up or the down arrow button that does it; she doesn't bolus a lot. Patient stated she noticed the issue sometimes when she was bolusing but doesn't know exactly when. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.